Manufacturer narrative:
Results: a sample is not available for evaluation. A complaint history check was completed on lot 6055555 and this is the first related complaint for this defect. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that white foreign matter was found on the 20 g x 1 in. Bd precisionglide¿ needle before use. There was no report of injury or medical interventions.